Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Costumer reported complaint for low blood glucose test results. The nurse ((B)(6)) is calling on behalf of the customer. The customer has received a result that reads lo and wanted to know what that means. Provided the customer with information that lo means the result is glucose level below 20 mg/dl. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 100 - 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns: low result. The customer stated that she has not made any recent changes in her diet, exercise regimen, or medication. The customer is testing three times a day (fasting) . The customer stated that the date and time has not been setup (wrong date/time). Due to the true result meter being discontinued, the customer will be upgraded meter (true metrix), test strips, and control solutions.